Event description:
It was reported that during a lap sigma procedure, the blade broke, fell into site, was able to be removed. A second device was used and had the same problem. The procedure was completed with another like device. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 12/03/2008. Info anticipated, but unavailable at this time.